Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue and the unit was functioning as intended. However, the fse identified gas loss alarms in the logs. The fse also identified saline damage inside the unit which included the pneumatics interface board as well as coiled connector to backplane board with saline. The fse observed the elbow on the coiled connector turning, thus easily disconnecting from the console. To address these issues the fse replaced the pneumatics interface board, coiled cord connector to the back plane board, and coiled cord. The fse was unable to release the console from the cart due to the hospital cart pump console release latch being stuck, impeding free flow on the latch channel. The fse freed latch from debris and able to lock and release pump console from the hospital cart. The unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use.

Event description:
It was reported during use on a patient that the cardiosave intra-aortic balloon pump (iabp) had an issue with the intra-aortic balloon (iab) fill is not working. The nurse swapped out the unit for a known good unit and continue treatment. No patient harm, serious injury or adverse event was reported.